Manufacturer narrative:
The insulin pump passed displacement test, rewind, seating, basic occlusion test and leak test. All of the buttons are functioning properly. No damage was found in the keypad assembly noted. The connector on printed circuit board was inspected and properly connected. However, the insulin pump was received with cracked keypad overlay at the center circle button, cracked reservoir tube lip, scratched case and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer's mother stated that crack can be seen on the foil on the select button. The customer was advised that the device would be replaced and agreed to return the product for analysis.